Event description:
It was reported that the patient's implantable neurostimulator (ins) had not worked since she was in a car accident on (B)(6) 2012. The patient was unaware if it had been working before the accident. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434a, serial#: (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3487a, lot#: l48454, implanted: (B)(6) 1998, product type: lead. (B)(4).